Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On july 15, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on 14 july 2024, the day 52 after insertion. The RMA was issued for further investigation of the sensor. It was not possible to test the returned sensor due to a significant portion of the hydrogel missing over the optics, as well as the sensor also could not be read or tested in-house electronically. These observations were also most likely caused by excessive force applied by the removal clamps during the explant of the sensor and are unrelated to any in vivo sensor issue. A review of the dms data showed 2 consecutive dropout phases, due to significant mismatches between sensor glucose and blood glucose mismatches, within 14 days of each other (7 july 2024 and 14 july 2024). The system triggered the sensor replacement alert, per design. The potential root cause for the reported failure mode may be related to an issue with the sensor electronics, for example the led behavior at the time, or the in vivo state of the sensor hydrogel. As part of resolution, the RMA was authorized for sensor replacement. B4.date of this report 11 october 2024. G3.date received by the manufacturer? 01 october 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.